Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. During the procedure using a tacticath quartz ablation catheter, the catheter perforated the left ventricle. A transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to the ICU in stable condition. No further intervention was required. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.